Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for routine follow up showing multiple episodes of non-sustained rv oversensing due to noise. Noise was reproducible in clinic with isometrics. Programming changes were recommended.